Event description:
This spontaneous case was reported by an other and describes the occurrence of adverse event ("adverse effects that disappear once the device is removed") in unspecified number of female patients who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. At the time of the report, the adverse event had resolved. The reporter considered adverse event to be related to essure. The reporter commented: the televised news reporter stated: a health problem with the essure permanent contraceptive device, which is the subject of much talk - it is these adverse effects that are under suspicion, and since they disappear once the device has been removed, more and more women are fighting to establish a link between the two, but without much help from the medical world. Company causality comment: this spontaneous case report refers to an unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and experienced adverse effects that disappear once the device is removed. These unspecified events were regarded as anticipated in the reference safety information for essure. No information was provided on the exact nature of these events. Considering that the events disappeared after removing essure devices, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.

Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 01-mar-2017 for the following meddra preferred term: adverse event. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to an unspecified number of female consumers who had essure (fallopian tube occlusion insert) inserted and experienced adverse effects that disappear once the device is removed. These unspecified events were regarded as anticipated in the reference safety information for essure. No information was provided on the exact nature of these events. Considering that the events disappeared after removing essure devices, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.